Event description:
The pt's intracranial pressure (icp) was 18mmhg at 6:00 a.m. And it dropped to 1mmhg by 10:00 am. A replacement catheter was used and it worked. The pt is still in the pediatric intensive care unit (picu) and the pt's icp is reported to be under control.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.